Manufacturer narrative:
(B)(4). Citation: acta oto-laryngologica 2010;130:39-42.

Event description:
It was reported in a journal article (the need for intranasal packing in endoscopic endonasal surgery) that the patient underwent an endoscopic endonasal surgery that occurred sometime between september 2007 to january 2009, and absorbable hemostat was used. The patient possibly experienced postoperative bleeding that required nasal packing and/or post operative adhesions.